Event description:
It was reported that during a preventative maintenance check, the external pulse generator was found to have low ventricular output, regardless of the setting. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: no ventricular output, the output flex assembly was out of specification. It was also noted that both bail covers were broken, the battery drawer was broken, the serial number label was damaged and the lower case was corroded.